Manufacturer narrative:
Investigation summary: bd received five samples and one photo for investigation. The analysis of the returned samples and photo revealed the customer¿s reported defects. Three of the samples had wrinkled labels, while two were missing labels. The provided photo shows wrinkled labels on tubes in a shelf pack. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: missing label and label flaw. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported prior to using bd vacutainer® k2 edta (k2e) 5.4 mg blood collection tubes, three (3) tubes had wrinkled/lifted labels while two (2) tubes were missing a label. No adverse impact was reported regarding the patient or user.